Event description:
The complaint is reported as: "after the intubation tube was placed in the patient, the doctor found that the white cuff was leaking. Removed and replaced a new one, no effect on patients." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 , fr for investigation. Two suction catheters were also returned in their original packaging. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that there was a large hole in the white balloon cuff. Functional inspection was not required for the white balloon cuff as it was evident that the cuff would not be able to properly inflate as returned. Functional inspection was performed to attempt to inflate and deflate the blue balloon cuff on the returned et tube. A lab inventory syringe was filled with air and then connected to the blue pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the blue balloon cuff was not able to properly inflate or deflate. The cuff was unable to stay fully inflated. The sample was submerged under water in order to detect any holes or leaks. Upon injection of air, a hole was found in the blue balloon cuff which kept it from fully inflating. No other defects or anomalies were observed. The IFU for this product states, "the tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuff has not become over-inflated. The tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." "Deflate cuff prior to repositioning the tube. Movement of the tube with the cuff inflated could result in patient injury or in damage to the cuff requiring a tube change." The reported complaint was confirmed based upon the sample received. The returned et tube was found to have a large hole in the white balloon cuff which prevented it from being able to stay inflated. After submerging under water and injecting with air, the blue balloon cuff was also found to have a hole in it. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it appears that unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "after the intubation tube was placed in the patient, the doctor found that the white cuff was leaking. Removed and replaced a new one, no effect on patients." The patient's condition is reported as fine.